Manufacturer narrative:
UDI #: (B)(4) initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. Through a follow up, it was confirmed that the account only had issue with this one handpiece, that the other two (2) handpieces that they had were checked and turned out to be working fine. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that cable was damaged (open cable) with an ellips fx handpiece that it did not succeed priming and tuning. The account also suspected two additional handpieces which their technical department checked them out, which they were found functioning properly and working 100%. There was no patient or delay reported.